Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver hydromorphone (4 mg/ml at 0.0248 mg/day) and clonidine (200 mcg/ml at 1.24 mcg/day). Pump analysis found a feed through anomaly of shorting across the insulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On 03-jul-2017 it was reported that the pump was replaced on (B)(6) 2017 due to a motor stall. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that he patient¿s medical history included low back pain secondary to a failed back syndrome with a history of about 34 different surgeries. The patient was evaluated by a neurosurgeon in (B)(6) 2011 and was told that further surgery would not benefit the patient. The patient had pain at multiple areas and she had been getting pain medications which appeared to be of some help to the patient. The patient was throbbing in nature. In association, the patient had significant numbness and electric shock like sensations. The patient¿s pain was primary in the lower back and more to the right and as a result of all of these issues, the patient appeared very depressed. The patient also had a history of respiratory conditions, complex regional pain syndrome, other chronic pain, constipation, irritable bowel syndrome with diarrhea, postlaminectomy syndrome, cervicalgia, low back pain, spondylosis without myelopathy or radiculopathy lumbar region, and sacroilitis. The patient¿s surgical history included two surgeries on her left foot, surgery on the knee joint, and right shoulder surgery following an accident at work. The patient¿s concomitant medications included albuterol, coumadin, cyclobenzaprine, diazepam, dilaudid, emla, furosemide, meloxicam, nexium, oleptro ER, oxycodone, prednisone, relistor, and medco. The patient¿s allergies included metal, morphine, tape, dilaudid, opana, and oxycodone hcl. The pump was delivering dilaudid (4mg/ml) and clonidine (200 mcg/ml). The patient was seen in the clinic on (B)(6) 2017 urgently. The patient told them that she had been in the hospital for severe nausea prior. She had been hearing an alarm from the pump for the last 4 weeks. She was having a significant amount of nausea and vomiting. She had also been having a lot of headaches and her pain control had been extremely poor. The patient had back pain, weakness, feeling sad more than usual, and trouble sleeping. Her pain with activity on the pain scale was 10. The patient had been having significant increased pain for the last 4 weeks. Telemetry was performed. It was clearly noted that the pump motor stalled on (B)(6) 2017 and a stopped pump may exceed tube set message was also noted. The physician tried to give the patient a bolus, but the pump was not working. Examination found the patient was having increased pain and symptoms of withdrawal. The patient was given hydromorphone 4 mg and was told she could take 1 tablet every 4 hours as needed up to a maximum of 5 tablets per day. The patient was told that the physician would make arrangements to have the pump replaced as soon as possible. No further patient complications have been reported as a result of this event.